Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that the vancomycin infusor was not infusing. This issue was observed by the customer at home during infusion. The device was filled with vancomycin 1500mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between december 19-20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.